Event description:
Clinical trial. It was reported that 1152 days post index procedure, the pt experienced angina. A caucasian male underwent treatment with the study device as part of the clinical study. The target lesion was located in the mid rca with 90% stenosis, a length of 25mm and a reference vessel diameter of 3.5mm. The target lesion was pre-dilated and a 3.5 x 32mm stent was implanted and post-dilated with 0% residual stenosis. On day 1152, the pt was admitted to the hosp with angina. Myocardial infarction was ruled out as ECG, cardiac enzymes and add'l lab work were normal. The pt was discharged 1 day later. The physician noted it was unk if the serious adverse event was related to the device. The event was reported as resolved.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.